Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 270 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, manual injection was administered of 5 units of insulin.

Manufacturer narrative:
Blood was observed on the adhesive pad. No kinks were observed on the exposed portion of the soft cannula during investigation. A leak test was performed with colored water, and no leaks were observed throughout the entire fluid path. The data downloaded from the device did not show any timeouts or drive stalls during the run. Bottom housing, soft cannula, and formed needle were inspected for any manufacturing deficiencies that could contribute to the reported event. No issues were found. The cause of the reported bleeding/bruising and skin irritation could not be determined.